Event description:
It was reported that a lap-band had a leak. The leak was initially thought to be around the port and surgery was performed to remove the port. After a follow-up examination, it was noted the leak had actually occurred around the buckle and the band was removed completely.

Manufacturer narrative:
Taper ii. The product associated with this report was returned however, the device analysis results are pending at this time. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may confirm or determine another connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."